Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a welt and burn-like skin irritation on his back from the lifevest equipment. Per review of the patient data flags and recent download of 04/13/2021, the data confirms that the patient was not treated. The patient's nurse placed a bandage over the skin irritation. Follow up indicated that the patient removed the lifevest and the skin irritation improved.